Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during pre-use inspection, that when the bronchovideoscope was connected to the tower, a snowy image was displayed on the screen. There was no report of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is submitted to present the findings of the legal manufacturer's final investigation. Upon return of the device to olympus for inspection, the reported failure of a snowy image was confirmed. Based on the investigation results, the most probable cause has been classified as component failure, consistent with an expected or random component failure with no design or manufacturing deficiencies identified. The no image was due to a faulty switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.